Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation # (B)(4) - upon inspection found severely bent connector pins, saline deposits at the base of the cap and case nose. Also, the tip was very rusted. The assignable cause has been determined to be customer misuse. Per the tx1 operators manual, failure to align the arrow of the cutting handpiece connector with the red dot on the console receptacle may damage the connector pins. The DHR for microtip lot 19213-03 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
Would not prime after numerous attempts.